Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22025923. Medical device expiration date: 20-feb-2025. Device manufacture date: 18-feb-2022. Medical device lot #: 22075910. Medical device expiration date: 23-jul-2025. Device manufacture date: 22-jul-2022. Medical device lot #: 22125400. Medical device expiration date: 14-dec-2025. Device manufacture date: 13-dec-2022. Medical device lot #: 22115468. Medical device expiration date: 16-nov-2025. Device manufacture date: 16-nov-2022. Medical device lot #: 22025887. Medical device expiration date: 17-feb-2025. Device manufacture date: 17-feb-2022. Medical device lot #: 22115341. Medical device expiration date: 12-nov-2025. Device manufacture date: 11-nov-2022. Medical device lot #: 21125169. Medical device expiration date: 01-dec-2024. Device manufacture date: 01-dec-2021. Medical device lot #: 22105084. Medical device expiration date: 04-oct-2025. Device manufacture date: 29-sep-2022. Medical device lot #: 22095828. Medical device expiration date: 29-sep-2025. Device manufacture date: 29-sep-2022. Medical device lot #: 22025932. Medical device expiration date: 21-feb-2025. Device manufacture date: 19-feb-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd alaris¿ pump module smartsite¿ infusion sets from lot 22025923, 9 from lot 22075910, 1 from lot 22125400, 2 from lot 22115468, 16 from lot 22025887, 13 from lot 22115341, 54 from lot 21125169, 9 from lot 22105084, 1 from lot 22095828, and 16 sets from lot 22025932 all had issues with discolored IV tubing. The following information was provided by the initial reporter: "customer claims that their oncology department has brought up a concern, that there is some discolouration of the IV tubing. We have pulled ¿affect¿ product form 3 units (oncology, emergency, and ICU) for a total of 126 ea¿s."

Event description:
It was reported that (B)(4) bd alaris¿ pump module smartsite¿ infusion sets from lot 22025923, (B)(4) from lot 22075910, (B)(4) from lot 22125400,(B)(4) from lot 22115468, (B)(4)from lot 22025887, (B)(4) from lot 22115341, (B)(4) from lot 21125169, (B)(4) from lot 22105084, (B)(4) from lot 22095828, and (B)(4) sets from lot 22025932 all had issues with discolored IV tubing. The following information was provided by the initial reporter: "customer claims that their oncology department has brought up a concern, that there is some discolouration of the IV tubing... We have pulled ¿affect¿ product form (B)(4) units (oncology, emergency, and ICU) for a total of (B)(4) ea¿s"

Manufacturer narrative:
H6: investigation summary (B)(4) samples of material number 2420-0007, lot number 22025923, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for model 2420-0007 lot number 22025923 was performed. (B)(4) samples of material number 2420-0007, lot number 22075910, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for mode 2420-0007 lot number 22075910 was performed. (B)(4) sample of material number 2420-0007, lot number 22125400, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for model 2426-0007 lot number 22125400 was performed. (B)(4) samples of material number 2420-0007, lot number 22115468, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for model 2420-0007 lot number 22115468 was performed. (B)(4) samples of material number 2420-0007, lot number 22025887, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for model 2420-0007 lot number 22025887 was performed. (B)(4) samples of material number 2420-0007, lot number 22025887, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for model 2420-0007 lot number 22025887 was performed. (B)(4) samples of material number 2420-0007, lot number 22115341, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for model 2420-0007 lot number 22115341 was performed. (B)(4) samples of material number 2420-0007, lot number 21125169, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for model 2420-0007 lot number 21125169 was performed. (B)(4) samples of material number 2420-0007, lot number 22105084, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for model 2420-0007 lot number 22105084 was performed (B)(4) sample of material number 2420-0007, lot number 22095828, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for model 2420-0007 lot number 22095828 was performed. (B)(4) samples of material number 2420-0007, lot number 22025932, were received for quality investigation. The customer complaint of foreign matter could not be verified by inspection. Evaluation of the samples submitted show that the infusion set has slight discoloration at the drip chamber and distal male luer connector, however, there is no evidence of foreign matter in any of the tubing examined. A device history record review for model 2420-0007 lot number 22025932 was performed. A root cause for the reported foreign matter was not determined because foreign matter was not located. The root cause for the discoloration found during examination of the infusion sets is that the sterilization process can cause the infusion sets to darken in appearance over time. This is a biproduct of the sterilization process and does not affect the function or sterilization of the product. H3 other text : see h10.